Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced chronic constipation. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was chronic constipation. Treatment included an injection of vancomycin, 1 gm ip, repeat every 4th day (start/stop date not reported), an injection of amikacin, 500 mg, on the 1st day (date not reported) then 250 mg daily, ip, continued and an injection of fortum, 1 gm ip daily, continued (start date not reported). The outcome of the chronic constipation was unknown and the peritonitis was resolving. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.